Manufacturer narrative:
Evaluation summary: a likely cause for this event is the result of applying a load to the driver at an off-axis angle and/or applying force perpendicular to the driver's shaft creating a bending moment that can cause fracture. The instrument had a potential field age of 26 months at the time of this incident. The hardness of the material was found to be within print specification. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the hex tip fractured off the instrument while inserting a screw.